Manufacturer narrative:
(B)(4). The customer reported that the o2 sensor required calibration. The customer reported that when performing extended self-testing the device failed the exhalation flow sensor calibration. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the exhalation flow sensor and to re-run calibrations and re-test. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a o2 (oxygen) sensor error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.